Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4).the correct manufacturing site information and registration number is (B)(4).corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor returned. The complaint stated: ¿the anchor broke while planting.¿ visual inspection confirmed that the anchor has been broken from torque. Sutures were loosened to inspect. One fork tine is bent over the inserter hex tip and the other has been broken off completely. The broken tine fragment was not retrieved. Symptoms indicate excess torque was applied and loss of axial alignment were contributors to the failure. Maintaining axial alignment is critical to successful implantation. Awl prep instrument was appropriate for average bone quality. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during the shoulder cuff surgery, the anchor broke while planting. There was no delay and a back up was used to complete the procedure. All the pieces were removed from the patient. No patient injury was reported.